Event description:
It was reported that the system has a failure audio alert. No patient injury was reported.

Manufacturer narrative:
Customer reported system failure audio alert. Both tamper seals were broken and the top case corners were chipped. Cracked bottom case by l-bracket, and both plunger cases were broken. Performed power up process, checked and tested force sensor. Force sensor is out of spec and out of calibration. Count is zero (should be in 30s) and -0.91 lb with no pressure. Problem caused by normal wear, part is 10 years old. Replaced force sensor and calibrated the pump. Performed power up process, pm and all functional tests which passed.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified force sensor test.